Manufacturer narrative:
2/10/1998-supplemental report #1 submitted to FDA. The reported condition was confirmed, however, the exact cause could not be reliably determined.

Event description:
The device was used during a lobectomy procedure. Reportedly, the instrument was difficult to open. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.